Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility. Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm; model #: sc-3138-35, serial #: (B)(4), description:scs phiii ext 35cm.

Event description:
A report was received that the patient was having pocket site discomfort and underwent an explant procedure.